Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 388c09. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no visual non-conformances and with two gst60b reloads present. The reloads were received fully fired in addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 388c09, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass/roux-en-y after two firings they could not reload the device. A new device was used to complete the case with no patient consequences. Buttressing was not used.